Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.6 investigation summary: bd received two used 22 gauge insyte autoguard blood control pro units from lot 2290802 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that a portion of the inside wall of the catheter adapter at the luer hub was sheared or deformed in both units. Next, the units were tested for leakage but no leaks were observed coming from the units. The units were also flushed using a provided extension set and no leaks were seen coming from the device or extension set. However, the engineer found blood residue on the exterior of the male luer port of one of the extension sets indicating that leakage had likely occurred. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that the observed damage to the catheter adapter was a manufacturing defect that occurred during the assembly process. However, a definitive root cause could not be determined for the reported leak as no leaks were found during testing. This indicated that the leak could have been caused by an unsecure connection or a combination of the observed damage and other factors. The manufacturing facility has been notified of this incident and the findings. A notification has been issued by the manufacturing facility to all manufacturing personnel to raise awareness of this issue and prevent recurrence. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga was damaged. The following information was provided by the initial reporter, translated from japanese to english: during investigation a new defect was identified. It was determined that the adapter/connector was also damaged.